Event description:
Reference number (B)(4) event occurred in greece it was reported that patient faced infusion set detachment event on 30-jan-2025. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was lef abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece